Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the bag ripped into two pieces and gallstones fell into patient's cavity and was found at the bottom of the cavity. A plastic piece of retrieval bag was found in the trocar. Surgical time was extended for 30 minutes. Another device was used to complete the case. There was no patient injury.